Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had experienced an issue with the infusion set in the form of bent cannula. She self-treated her high blood glucose levels with the pump. The emergency medical services were dispatched, as her blood glucose level was of 275 mg/dl (at the time of incident) and she was not feeling well. Subsequently, she was hospitalized with her blood glucose level of 674 mg/dl and diabetic ketoacidosis. When she reached the hospital, the cannula was left in her body and they treated her by manual injections at the hospital for 1 week. She was then transferred to the rehabilitation center for three weeks. After being admitted into the hospital, she removed the cannula out after two days and she noticed that it was bent. She felt that this was the cause, she did not receive insulin when she had pumped it. She does not know how long it was bent for. The site location was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.